Event description:
During an atrial fibrillation redo and watchman implant procedure, the patient experienced a retroperitoneal bleed requiring surgical intervention. The non-abbott wire (from a long 10f terumo sheath) was introduced from the left groin. Some difficulty was encountered in the abdomen but under fluoroscopy and dilation with an 8f dilator, the wire was successfully advanced. When the viewflex ice catheter was introduced, resistance was noted coming out of the sheath. Under fluoroscopy, the physician tried to guide the catheter to the heart with no success. There was a sharp bend at the bifurcation leading up to the ivc from the iliac veins. The catheter was removed multiple times and the wire was reintroduced to show a guide on fluoroscopy but the physician was still unable to advance the catheter. An attempt was made to use the non-abbott sheath (ml1 sl1 from biosense webster) from the right groin as a guide for the catheter but this also was unsuccessful. At this point, a drop in blood pressure was observed so contrast was injected which revealed a retroperitoneal bleed. Vascular surgery was performed where a stent was placed to repair the vessel and the patient stabilized. The physician believes the manipulation of the catheter with its innate stiffness within the patient's anatomy is what caused the perforation. There were no performance issues with the catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.